Event description:
It was reported in a summary article a comparison of the safety and efficacy of endovascular treatment (evt) and hybrid repair (hr) using supera stents in patients with combined lesions of the iliac arteries and common femoral arteries. The 30-day and one-year results found that there were no statistically significant differences stent patency rates. Additional information can be found in the summary article, "endovascular versus hybrid interventions for steno-occlusive lesions of the iliofemoral segment (a pilot prospective randomized trial)"

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database were not performed because the part and lot number were not reported. A conclusive cause for the reported stenosis and obstruction / occlusion and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of stenosis and obstruction / occlusion are listed in the supera peripheral stent systems instructions for use as a potential adverse effect(s) of peripheral percutaneous intervention. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.attachment literature: article titled: "endovascular versus hybrid interventions for steno-occlusive lesionsof the iliofemoral segment (a pilot prospective randomized trial)"b3- the date of event is estimated.d4: the UDI is unknown as the part and lot number were not provided.d6a: date of implant is estimated